Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The complaint will be closed but will be reopened when additional information is made available at a later date. A supplemental report will be submitted then.

Manufacturer narrative:
Date of event: (B)(6) 2021. 09mar2021.

Event description:
It was reported to philips that the device's touchscreen was not functioning. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.